Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level had been higher than usual in the 300 mg/dl range. Current level was 276 mg/dl. During troubleshooting the customer found three small air bubbles in the tubing and the cannula was bent upon removal. The customer called that later to report receiving a no delivery alarm. Blood glucose value was 247 mg/dl. Insulin did exit the tubing when disconnected at the quick release. She removed the infusion set and found the cannula was bent. The product will not be returned for analysis.